Event description:
Healthcare reported right side device capsular contracture baker grade IV and anxiety. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and anxiety.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ black particles observed in the surface of the shell. ¿ wear abrasion observed in the device. ¿ crease fold observed in the device. ¿ observed an opening striated assessed as to surgical damage and observed non-penetrating nick assessed as to surgical tool scratch like.

Event description:
Healthcare reported right side device capsular contracture baker grade IV and anxiety. The device has been explanted.

Event description:
The device has been explanted.